Manufacturer narrative:
The sensor card was defective and replaced. The problem was solved. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5510 and 5511.

Manufacturer narrative:
The sensor card was defective and replaced. The problem was solved.

Event description:
Hamilton medical ag received the following incident description: device alarmed with tf 5510 and 5511.